Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. This stent graft was originally implanted under the aneurx ide clinical study. Per this clinical study's approved clinical protocol, patient follow-up under this ide terminates after the patient's five-year follow-up visit. The patient with this stent graft is past their five-year follow-up visit, the following patient information is being communicated to FDA via the medwatch process. Seventy five months post stent graft implantation a request for a talent aortic cuff under ide was requested. Vessel tortuosity was moderate with little calcification. The proximal aortic neck has moderate angulation in combination with a reverse funnel configuration which has resulted in the migration of the stent graft. The patient is not a candidate for open surgical repair, due to co-morbidities. A talent aortic cuff was implanted 77 months post stent graft implant, for treatment of the migration. No additional clinical sequelae were reported and the patient is reported to be fine.